Event description:
Siemens healthineers was informed by its service organization that the system could not be powered on. Additional information was received that the issue occurred during an emergency procedure. The procedure was performed by relocating the patient to another system. Siemens healthineers has not received any indication of any adverse effects on the health status of the involved patient due to this issue.